Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a fungal infection on the skin over the implanted ipg. It was noted that the patient had a rash that looked like a ringworm on the ipg site and it had gotten worse when charging using the charging belt. The patient was prescribed with ketoconazole cream.